Manufacturer narrative:
A manufacturer representative went to the site to test the navigation system and confirmed the reported issue. They applied for transfer license for the software and install the license on this site, and the issue resolved. A system checkout was performed and the system is working as intended. The software investigation found that the behavior described is the intended behavior of the software. No failures found. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the system would not boot up. No patient was present at the time of the event.